Event description:
Related manufacturer reference number: 3006705815-2022-16177. It was reported that both of the patient's leads were confirmed to have migrated via x-ray. No falls, accidents, trauma were reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.